Event description:
The customer reported that they received questionable results for a total of 19 patient sample tested for tina-quant albumin gen.2 (alb). The alb results were noted to be higher than the total protein results. The customer tried calibrating after they noticed the issue. Calibrations failed several times even after using fresh calibrator and reagent. The customer found the sample probe to be dirty and occluded, so they replaced the sample probe. The customer then ran a calibration and ran quality controls; these were within the customer's specifications. Several of the questioned samples were repeated after the probe replacement. The customer then noted that they were still not able to get a successful calibration of the assay, so they sent the samples to a different hospital for testing. The results from the other hospital were believed to be correct. Of the 19 samples that were questioned, seven were found to have erroneous results that were reported outside of the laboratory. On (B)(6) 2014, the first sample initially resulted as 241.45 mg/dl accompanied by a data flag. The sample was repeated and resulted as 300.00 mg/dl accompanied by a data flag. The sample was repeated on (B)(6) 2014, resulting as 83.68 mg/dl and this value was reported outside of the laboratory. The doctor called to question the 83.68 mg/dl value because the total protein result was 42 mg/dl. The sample was repeated again on (B)(6) 2014, resulting as 43.43 mg/dl. The sample was deemed too old to send to the other hospital for repeat testing, so the reported result was removed and the physicians were notified that a result could not be available for this sample. The customer did not know which value was correct for this sample. The second sample was tested on (B)(6) 2014 and initially resulted as 82.97 mg/dl. The 82.97 mg/dl value was reported outside of the laboratory. The sample was sent to the other hospital for repeat testing and resulted as 32.20 mg/dl. The repeat result of 32.20 mg/dl was believed to be correct. The third sample was tested on (B)(6) 2014 and initially resulted as 31.6 mg/dl. The 31.6 mg/dl value was reported outside of the laboratory. The sample was repeated on the same analyzer after the probe was changed and resulted as 20.97 mg/dl. The sample was sent to the other hospital for repeat testing and resulted as 23.50 mg/dl. The 23.50 mg/dl value was believed to be correct. The fourth sample was tested on (B)(6) 2014 and initially resulted as 50.29 mg/dl. The 50.29 mg/dl value was reported outside of the laboratory. The sample was repeated on the same analyzer after the probe was changed and resulted as 40.24 mg/dl. The sample was sent to the other hospital for repeat testing and resulted as 38.10 mg/dl. The 38.10 mg/dl value was believed to be correct. The fifth sample was tested on (B)(6) 2014 and initially resulted as 117.61 mg/dl. The 117.61 mg/dl value was reported outside of the laboratory. The sample was repeated on the same analyzer after the probe was changed and resulted as 29.02 mg/dl. The sample was sent to the other hospital for repeat testing and resulted as 28.70 mg/dl. The 28.70 mg/dl value was believed to be correct. The sixth sample was tested on (B)(6) 2014 and initially resulted as 31.2 mg/dl. The 31.2 mg/dl value was reported outside of the laboratory. The sample was sent to the other hospital for repeat testing and resulted as 9.40 mg/dl. The 9.40 mg/dl value was believed to be correct. The seventh sample was tested on (B)(6) 2014 and initially resulted as 42.29 mg/dl. The 42.29 mg/dl value was reported outside of the laboratory. The sample was sent to the other hospital for repeat testing and resulted as 8.20 mg/dl. The 8.20 mg/dl value was believed to be correct. The patients were not adversely affected. The alb reagent lot number and expiration date were asked for, but not provided. The field service representative could not determine a cause. He cleaned the sample and reagent probes. He adjusted the cuvette rinse in order to fix poor water dispense. He ran a calibration and ran quality controls; these recovered within required limits. He ran diagnostic checks and these were within the required limits. The customer verified that the issue was resolved after the actions from the field service representative.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.